Manufacturer narrative:
The core impaction drill is a loaner device that was returned with no complaints or malfunction reports.

Event description:
The loaner core impaction drill was sent back, no complaints. During performance testing it overheated; no adverse event was associated with the device.